Manufacturer narrative:
Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action ((B)(4)).

Event description:
It has been reported to philips that during a diagnostic procedure the wireless footswitch wifi indicator was red. The procedure was completed using the wired footswitch. No patient harm has been reported to philips.